Manufacturer narrative:
Internal file number: (B)(4). The delivery system was not returned for investigation and the stent remains in the patient anatomy. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed because the lot number was not reported and the product was not returned for analysis. The investigation determined that the reported visibility or device markings difficulties appear to be related to circumstances of the procedure. In this case, it is likely that anatomical conditions which were reported as moderately calcified contributed to the poor visibility of the stent. Additionally, based on the reported information the stent implant was located between the markers. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the femoral artery that was moderately calcified. The absolute pro 7.0/80 mm was deployed, however, the 12 radiopaque nitinol markers, proximal and distal on the stent, are not located precisely at where the 2 distal shaft markers are distal and proximal. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device codes: 1157 not labeled 2911 not labeled. Internal file number (B)(4). Date of event provided on the initial report was estimated. Date of implant has been estimated. Type of reportable event updated from malfunction to serious injury. Device code 2912 removed; device codes 1157 and 2911 added. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Updated case details: it was reported that the procedure was to treat a lesion located in the femoral artery that was moderately calcified. The absolute pro 7.0/80 mm was deployed, however, it was not placed as accurately and only covered 80% of the lesion. An additional stent was placed to further appose the absolute pro stent to the vessel wall. The physician feels that while the markers of the absolute pro 7.0/8.0 mm were positioned correctly on the device; it is very hard to position the stent 100% exact if you can't see it as the markers on the delivery device only give you the approximate location of the stent and the markers on the stent itself are barely visible especially in obese patients and/or calcified vessels and/or on low-flouro-mode or with an older c-arm in the operating room. No additional information was provided. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.